Event description:
It was reported that the patient's ipg became inoperable. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Manufacturer narrative:
The reported event for end of battery life was not confirmed. The returned ipg passed all functional testing at lab bench and onto the autotester. No root cause was identified for the reported event.